Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips remote service engineer (rse) examined the system remotely and found the host pc failed to boot. After reviewing the log file, rse discovered a failure in the frontal ip of the pc and confirmed that the flex vision pc was unable to reach the host pc. Upon troubleshooting rse found a connectivity problem between the flex vision pc and the host pc. Onsite service to resolve the problem, fse ordered and replaced host pc and installed software and sent the part for further analysis but did not confirm the failure. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the host pc did not start up, which would prevent the whole system from starting up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.